Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a clenz (cleaner) leak at the front of the coulter hmx analyzer with autoloader. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that pinch valve (pv) 21 was not closing properly. The fse cleaned and lubricated the actuator for pv21, which resolved the issue. The fse also replaced the tubing forward sensor, which was wet due to the diluent leak. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak was due to pv21 not closing properly.